Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. Your sample is valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: the rn set an infusomat pump for 1:30 minutes and the infusion was complete at 52 minutes they ran oxaliplatin on an infusomat pump which has a drug library installed. The nurse entered in the drug for 1:30 minutes. The drug finished and the pump beeped at 52 mins and the rate said 400/hr. "